Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at third inflation, the balloon ruptured at 12atm for 20 seconds. Furthermore, it was noted that the shape of the rupture was horizontally separated in the distal part of the balloon. The device was removed without any problem using normal method. The procedure was completed with a different device. No patient complications reported and the patient was good post procedure.